Manufacturer narrative:
Correction - d6a. Updated the implant date.

Event description:
It was reported that a patient presented with oversensing noise on their right ventricular (rv) lead resulting in failed inappropriate shock. The rv lead was broken. No changes or interventions were reported. The patient condition was stable.

Event description:
Additional information received indicates right ventricular (rv) lead fracture resulting in high defibrillation impedance and over current detection (ocd) alert. The physician elected to explant and replace the right ventricular lead. The patient condition was stable before, during, and after the procedure.

Manufacturer narrative:
The reported events were oversensing noise resulting in failed inappropriate shock, high defibrillation impedance, lead was broken and fractures. The reported events of oversensing noise resulting in failed inappropriate shock, lead was broken were confirmed. Visual examination found an external insulation abrasion breaching the right ventricular, ring electrode and inner coil lumens at the proximal region consistent with friction to device can with abraded/separated both right ventricular cables and etfe coating of ring electrode cable and the ptfe liner of the inner coil were also abraded. The cause of the reported event of high defibrillation impedance was due to abrasion/separation of both right ventricular cables at the abrasion zone. The cause of noise resulting in failed inappropriate shock was due to exposure of the ring electrode and inner coil at the abrasion zone. Visual and electrical examinations did not find conductor fractures.